Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 would not deploy from the device. T1 was removed successfully from the patient. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed no ts or suture remain on the insertion needle or were returned for examination. The depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Reported complaint of t2 non-deployment cannot be confirmed. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.